Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused medication. This was observed during patient infusion of bumex 25mg/100ml at 4ml/hr for a volume to be infused (vtbi) of 32.2ml. The nurse was hanging a new bag of medication because the bag looked near empty. The nurse measured 8ml left in bag and accounted for 20ml left in the drip chamber and tubing which was approximately 28ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.